Event description:
It was reported by dealer that the irc5po2v concentrator has beds blown, contaminated pilot valve and pe valve. The dealer stated the switch is not working. No additional patient or usage detail was provided. No hours were provided. No patient injury or property damage was reported.